Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the left ventricle was high. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited persistent increasing impedance that alerted at high impedance measurement. Also noted were high thresholds and phrenic stimulation. Additionally, it was observed that the lead was implanted after the used by date. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.